Event description:
A principal investigator at a study site reported that on (B)(6) 2011 a participant involved in a freestyle navigator continuous monitoring system clinical trial experienced an adverse event. Caller indicated the study participant experienced erythema, edema, pain and signs of infection where the sensor was inserted into the skin. The study participant self-presented to their healthcare provider and was given a prescription for flucloxacillin 500 mg, to be taken once/day for seven days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally, the serial number of the sensor is unknown; hence the date of manufacture is also unknown.

Manufacturer narrative:
This serves as a correction report. Suspect medical device has been updated to reflect the correct product associated with the event. The product information has been corrected to reflect the serial number of the sensor which is unknown. (B)(4).